Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported image artifacts on scan data. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the artifact and visually inspected the system. The fse determined a fault in the a-plane collimator was the cause of the artifact and not a crack in the compensator as initially submitted. The fse replaced the a-plane collimator assembly to resolve the issue. The fse confirmed there was no impact to the patient as a result of this issue. The system is in clinical use. This issue was determined not to be a reportable event.